Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the proximal rca was mildly tortuous and 90% calcified. After implanting another company's stent, a 5.0 x 13 mm rx powersail was used for post dilatation; however, the balloon ruptured at 10 atm during the first inflation. Another company's balloon catheter was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Balloon ruptures can be affected by factors including balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient prep prior to use. All balloon catheters are 100% leak tested and a sampling of units are rupture tested prior to release. Reportedly, the lesion was 90% stenosed, had a previously implanted stent, and was mildly tortuous, which may have contributed to the rupture. The balloon material may have been damaged during interaction with other devices and/or lesion calcifications and previously implant stent, such that the balloon ruptured during the initial inflation. A conclusive cause could not be determined.